Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (30 mg/ml at 5.207 mg/day) via an implantable infusion pump. It was reported that the patient's pump appeared to be eroding through the skin. It was very red around the pump and there was a "quarter sized" area of skin breakdown at the bottom of the pump. The patient noted that some of the redness may be from her waistband rubbing on the area. A pump revision was planned for either a replacement or explant depending on what the site looked like at the time of surgery. The issue was not considered resolved. The patient's weight was unknown. The patient's status was noted to be alive - with injury, with the injury noted to be the erosion. No further complications were reported.